Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive prior to the keypad missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: during investigation, the keypad was peeling from the base. No other damage was to the keypad. All keys were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The alleged keypad button issue was unable to be duplicated during testing. The pump was opened to find no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.